Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The nurse noticed a leak during balloon inflation and the catheter fell out of the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was incorrect , therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The nurse noticed a leak during balloon inflation and the catheter fell out of the patient. The patient's condition was reported as fine.